Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient was awakened by her computer and cell phone, causing her heart to beat faster and resulting in an increase in stimulation. Both devices were 4 feet away from the implantable pulse generator. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).